Event description:
On (B) (6) 2010, this pt was being implanted with gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. The physician was advancing a gore tag thoracic endoprosthesis with a 22 fr gore introducer sheath with silicone pinch valve. However, the access site was tight which prevented the sheath from being advanced all the way, and the device had to be barebacked into place. As the sheath was being withdrawn, the pt's blood pressure dropped and the physician inserted an occlusion balloon. It was reported that the external iliac artery was separated from the aorta which caused the pt to bleed out. The pt was taken to ICU following the procedure. The pt passed away on (B) (6) 2010. Cause of death was a thoracic aortic tear and hemorrhagic shock.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.